Event description:
The customer reported experiencing irritation and pain while wearing the abbott diabetes care (adc) device. The customer had contact with a healthcare professional but no emergent third-party treatment/medication was provided or prescribed. The customer self-treated with an unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.